Event description:
It was reported that pt underwent total hip arthroplasty in 2003. Revision procedure was performed in 2005, fractured ceramic modular head was removed.

Manufacturer narrative:
A retrospective review of file was performed on 10/09/07. Initial assessment did not determine event details to be reportable. During review, determination was made that details provided meet reporting requirements of a device malfunction. The user facility is outside of the united states. No medwatch report was rec'd. No user facility info is available. Supplier reported there is a strong likelihood that the cause of the fracture was due to mechanical damage on the external face of the modular head. They were unable to determine when the damage occurred.